Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to insert and difficult to remove the may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. During the procedure, the mitraclip became caught on the tethered posterior leaflet. Troubleshooting was preformed successfully and the clip was removed from the leaflet. It was identified that a small flail was visualized on the posterior leaflet. The clip was repositioned and implanted successfully. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. After few attempts, it was normal to insert and remove. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.